Manufacturer narrative:
The patient sample was provided for investigation and the results obtained by the customer could be reproduced. Upon further investigation of the patient sample, an interferent against the streptavidin component of the ft3 reagent was confirmed. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed repeat testing on an accursed analyzer. Sample from the patient was submitted for investigation and was tested on an architect analyzer and a cobas 8000 e 801 module. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.